Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information".

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.